Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure and an obturator sling procedure in 2008. Post-operatively, the following month, it was found that the patient experienced voiding dysfunction. The patient had a slow stream and a double voiding urinary retention. As a result, the patient had a sling revision/release performed the following month. The month after the original month, at the one month post-operative visit, it was found that the patient had a positive urine dipstick culture of 100,000cfle/ml of e. Coli. The patient was placed on an unknown antibiotic. As of the following month, the patient's stress urinary incontinence has returned. No action has been taken as a result.

Manufacturer narrative:
Urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.